Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted for due to elective replacement indicator. An allegation of premature battery depletion had been made. No adverse patient symptoms were reported.